Manufacturer narrative:
The hill-rom technician found the head right caster was not holding. The technician replaced the caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the hill-rom service center. There was no patient/user injury reported.